Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and had critical pump error alarm. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about having critical pump error (open book image) alarm and moisture damage on (B)(6) 2021. The thus download was successful. Pump error 63 alarm found in the pump history/trace download on (B)(6) 2021 at 13:57:05 o'clock. Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. High sleep current and pump error 75 alarm during self test found. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut opened, inspected and tested. Moisture damage found on pcb1 at keypad connector (j1), power connector (j7), surround u2 area, u22, q19, q26 and force sensor flex cable copper connector traces and moisture damage at tp13, tp11, tp5, tp3 on pcb2. The force sensor measurement was within spec range (23.4mv). Replaces pcb1 test board and redo the self test. No unexpected pump error 75 alarm noted during testing and the sleep current was within specification range. In conclusion, no unexpected critical pump error (open book image) alarm after battery insertion noted. Pump error 63 alarm found in the pump history, pump error 75 alarm during self test and high sleep current due to moisture damaged electronic assembly. Cosmetic damage found on the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.